Event description:
Clinical trial. It was reported that following a right groin cannulization procedure the pt had a leak from the puncture site and later expired. The pt was prepped and access at the right groin was attempted with a 6f super sheath. The physician was able to advance the needle with good blood return, but was unable to advance the wire. Angiography showed some extravasation of the puncture site and pressure was applied for five minutes. The physician then proceeded to cannulate the left groin without difficulty. A guide catheter was advanced to the proximal left carotid artery with difficulty due to the tortuosity of the vessel. A filterwire was advanced across the lesion and deployed, predilatation with a 4.0x30mm balloon was performed. A carotid wallstent and another MFR's stent were unable to cross the lesion. The physician elected not to place a stent, and the procedure was completed with 5.0mm angioplasty balloon. The procedure was completed, and the pt was moved to the recovery room in stable condition. Shortly after arrival, the pt's blood pressure dropped to 50 systolic and she became agitated. The pt appeared to be moving her right side. Intravenous neo-synephrine was given and her blood pressure was somewhat improved. The pt had been premedicated for a dye allergy, and it was felt she was having a reaction to the dye. Epinephrine was administered along with solumedrol. The pt's blood pressure seemed to stabilize and levophed and neo-synephrine drip were started. A right radial line was started and the pt's blood pressure was found to have stabilized into the 120s. A right femoral line was started for IV access. A CT scan showed a retroperitoneal hematoma and the pt was taken to surgery for exploration of the right femoral graft and evacuation of the hematoma. On the operating table, the pt experienced two cardiac arrests and was eventually unable to be resuscitated. No autopsy was performed. The physician reported that this event was not due to the filterwire or carotid wallstent device, but was related to the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.